Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was faulty. The device was explanted.

Manufacturer narrative:
This follow up MDR is created to document the evaluation of the returned device. A titan one touch release pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed separations, within abrasion, in each pump exhaust tube. Testing revealed these to be sites of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Surface abrasion was present on both pump exhaust tubing and pump inlet tubing. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing was overlapping while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause the separations in each pump exhaust tubing. Separations of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no non-conformances for this lot. No capas are associated with this lot.